Event description:
It was reported an issue with monosyn suture. The client reported that during an emergency cesarean section, upon opening the sterile packaging of a new needle, it was noticed that the suture thread had already detached from the needle; the same defect was also found in the second needle opened immediately afterwards from the same box. No patient involvement. No delay in the procedure, just the time it takes to open another product.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread (thread is still wound on the pack). However, without closed samples a proper analysis can not be performed. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received show that the needle escaped from the thread. However, without any closed sample the root-cause can not be determined. Final conclusion: without closed samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.